Event description:
It was reported that the evac 70 xtra coblator ii did not work properly causing a burn to the patients throat. A new wand was used to complete the procedure without further issue. It was stated that the burn is healing well as of the patients last visit.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident as the device functionally performed as intended. Visual evaluation under magnification shows minimal electrode wear with dried tissue present on the electrodes. Further visual evaluation with an unaided eye found no manufacturing abnormalities with the returned device. The wand was connected to a compatible controller and activated in a beaker of saline solution at the default and max settings and performed as intended. The saline line was connected to a saline bag at approximately 3 feet and saline flowed through-out the line to the tip of the device as intended. The suction line was tested and performed as intended. The complaint could not be verified as the returned device functionally performed as intended. It is feasible that if the exposed section of the shaft near the distal tip comes into contact with untargeted tissue, it could cause a superficial burn. Other factors that could contribute to the burn includes: activating the device prior to contact with targeted tissue, failure to maintain suction and direct fluid outflow away from the operative field, or withdrawing the wand while power is being applied. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.